Manufacturer narrative:
The reported events were dislodgment and a helix mechanism issue. As received, a complete lead was returned for analysis. The reported event of a helix mechanism issue was confirmed. X-ray examination of the lead found the inner coil was over torqued at connector pin region. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension was within product specification. The cause of the reported event was due to over torque of the inner coil consistent with procedural damage and the helix clogged with blood. Electrical testing did not find any indication of conductor fractures or an internal short.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead was found to be microdislodged upon initial deployment at the right ventricular apex. The physician attempted to reposition the rv lead multiple times, however the helix of the lead eventually failed to extend. The rv lead was not used and replaced. The patient was in stable condition.